Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system had exhibited high impedance, noise and high capture thresholds for this right atrial (ra) lead a few years ago. No adverse patient effects were reported. Additional information was received and the ICD system is still exhibiting high ra lead impedance measurements and high capture thresholds and suspected intermittent loss of capture. Undersensing of atrial rhythm after ventricular pacing was noted. The lcd system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).